Event description:
According to the info received from the surgeon, the aorta was cored without difficulties; however, when he put his finger over the hole of the aorta, he felt a "bump" on the aorta. The surgeon felt this may have been the aortic plug and let the blood run out of the aortic hole. The connector was deployed without difficulties and no leaking was observed. The surgeon checked the aortic cutter for the retained aortic plug; however, it was not seen on the cutter. The barbs on the cutter looked "fine". An echo one day postoperatively looked "good" and the pt has not experienced any symptoms. The surgeons feel confident that the aortic core was outside the aorta. The cutter is being returned for analysis.